Event description:
It was reported when using the bd pyxis anesthesia es system application was not launched due to an unexpected database error message that appeared during user login attempts. This incident resulted in delays in dispensing medications to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device's database had been corrupted. A technical support specialist had followed the attached knowledge article, deleted the corrupted database to recreate a blank one and then performed a full synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.